Manufacturer narrative:
An event of patient death due to unknown causes was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 23 mm trifecta valve was implanted. On (B)(6) 2019, the patient expired due to an unknown cause. (Clinical study patient ID: (B)(6)).